Manufacturer narrative:
On 8/18/2020, it was discovered that "additional information was received on 8/12/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Paper was received on 8/12/2020, patient experienced bilateral rupture." Was erroneously submitted in follow up report 2. Correction: "additional information was received on 8/5/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Paper was received on 8/5/2020, patient experienced bilateral rupture." Therefore, report submission due date should be 9/4/2020, date device returned to manufacturer is 8/5/2020, date received by manufacturer is 8/5/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient who underwent primary breast augmentation surgery with two contour profile gel clinical breast implants experienced a rupture post procedure. On (B)(6) 2019, patient had a mammogram which suggested intracapsular rupture. On (B)(6) 2019, physician confirmed mammogram findings ¿intracapsular rupture.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number of the complaint device is either (B)(4), but that with the information provided, we are not currently able to confirm which. If additional information is received after follow up, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received 6/8/2020, patient has a planned explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/12/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Paper was received on (B)(6) 2020, patient experienced bilateral rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation of the product, parallel lines of shell wear were observed on the anterior aspect. Within the wear, an area of missing material was observed in the anterior expanding to the posterior view measuring approximately 4.4 cm x 2.5 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).